Event description:
Had right hip replacement depuy pinnacle metal on metal in 2005. Had revision surgery 3 days later due to infection. My thigh is going painfully numb. Can't afford the cobalt chromium blood test. Can someone help me?